Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the vessel was expanded using a mustang balloon due to the narrowness of part of the access vessel and the presence of plaque. An 18 fr non-medtronic (dryseal) introducer sheath was inserted. Pre-dilation was performed using an inoue balloon due to low cardiac function. As the initial expansion was insufficient, the dilation was repeated multiple times. The patient's anatomy was somewhat horizontal, resulting in the left side being shallow during the first deployment. During the second deployment attempt, the non-coronary cusp (ncc) side was at about 6mm and the left coronary cusp (lcc) side was at about 2mm. Gradually, the valve tilted and finally the ncc side was at around 6mm and the lcc side at around 3mm. Due to mild residual paravalvular leak (pvl) and the patient's young age, a post-dilation was performed using a 23mm z-med balloon. Although the position of the valve did not change, complete heart block occurred when pacing was stopped. There was no pre-operative block, and the membranous septum measured approximately 8mm. The temporary pacemaker was repositioned, and the procedure was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that five days following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.